Event description:
It was reported that the patient experienced a perforation and dissection of the vessel. A 1.50mm rotapro catheter and a rotawire were selected for a percutaneous coronary revascularization procedure in the severely calcified and non-severely tortuous right coronary artery (rca) with an approximately 5-10mm proximal lesion and an approximately 10mm mid lesion. The patient was previously turned down for bypass surgery due to mobility issues. There appeared to be a normal but sudden rca curve between the proximal and mid lesions. Minimal runs were made to successfully ablate the proximal lesion. The rotawire was placed using a non-bsc microcatheter to exchange. The rotapro was prepped and "platformed" at 160k rpm. During the first run in the mid lesion, the physician burred through the proximal lesion using a back and forth pecking motion and moved to the mid lesion. The run time was approximately 30 seconds. There was a sudden drop in rpm and the console stalled. The distal lesion was not burred. The physician attempted to pull the burr back but it was stuck in the lesion. An attempt to get an additional guidewire passed the burr and to get a balloon in failed. In efforts not loose the established guidewire position, the rotapro drive shaft was cut and eventually a non-specified balloon catheter and guidezilla were used to retract the entire system and wire out using the action of pushing the guidezilla and pulling the burr. The burr was successfully removed from the lesion. It was noted that the guide catheter dove into the vessel when the burr popped loose. During an attempt to rewire the rca with a non-bsc guidewire, a perforation and dissection was noticed in the ostium and the rewiring process was aborted. It was believed that the perforation occurred when the guide catheter dove into the vessel when the burr popped loose. The rca shut down but the patient was stabilized and transported to operating room (or) for surgery. The status of the patient is good.